Manufacturer narrative:
This foreign report is being submitted on 22-dec-2014 for a device product that is considered same/similar to a us marketed device (reach j&j floss deep clean icy mint 50yd). The manufacturer address is been corrected from j&j (B)(4) contract to johnson & johnson consumer products, (B)(4). This closes out this report unless additional follow up information is received.

Event description:
Additional information was received on 04-dec-2014. A review of the data associated with this complaint revealed no trend involving this lot number. The returned sample failed to meet specification due to loose cutter defect. The retained sample was visually evaluated according to product specification and did not present any defect associated with loose cutter. The sample dispensed properly; and the cutter, insert and dispenser presented in good condition. The device history records were reviewed and no issue, defect or investigation was created related to loose cutter defect. The manufacturing related issues were reviewed and no issues related to loose cutter defect were found associated with the lot number and product reported. Based on the investigation performed and the condition of the returned complaint sample the disposition for this complaint was confirmed. Complaint trends will continue to be monitored. This report remains to be a reportable malfunction in the united states.

Manufacturer narrative:
This foreign report is being submitted on 04-nov-2014 for a device product that is considered same/similar to a us marketed device (reach j and j floss deep clean icy mint 50yd). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer reporting on self (age unspecified) from (B)(6). On an unspecified date, the consumer started using johnson and johnson reach cleanpaste regular floss via dental route for dental hygiene (lot number 2003d, expiration date, dose and frequency unspecified). After an unspecified duration, after couple of usages, she noticed that although the device box was sturdy, the top of the box became loose and fell apart, and the hook used to cut the floss kept falling off. The metal cutter broke off from the container and fell apart, preventing her from cutting the dental floss with it. She stated that the inside part of the device was not affected. This report had no adverse event and the action taken with the device was unknown. The complaint sample was received on (B)(4) 2014 and was visually inspected. The consumer returned one disassembled floss dispenser. The plastic insert piece that holds the floss in place in the dispenser case had been removed from the case. In addition, the cutter that was attached to the top of the floss holder was also detached. This report was considered a reportable malfunction in the united states.